Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customers allegation was not confirmed. In addition to the reported in b5, the device evaluation found the following: due to clogging of the nozzle the water removal ability did not meet the standard value, an abnormal sound was made due to damage on the up/down knob, the plastic distal end cover had a scratch, the objective lens had discoloration, the protector of the universal cord on the control section side had a scratch, the scope connector cover unit had a scratch, the lock engagement lever and knob both had a scratch, the up/down and right/left knobs both had a scratch, the switch box had a scratch, switch 2 had a scratch, the suction cover had a scratch, the scope connector had a scratch, the universal cord had a scratch, the grip had a scratch, the control unit had discoloration and a scratch, the adhesive on the bending section cover rubber had a crack, the connecting tube had a scratch, and the scope connector was dirty due to water leakage. Based on the results of the investigation, the root cause could not be determined. It was confirmed that foreign material was in the nozzle, however, the specific material could not be identified and the cause of the material remaining in the device could not be specified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The event can be detected and prevented in accordance with the following IFU. The instruction manual gif-xz1200 operation manual describes how to detect for the suggested event in chapter 3 preparation and inspection. The instruction manual gif-xz1200 reprocessing manual describes how to prevent for the suggested event in chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the gastrointestinal videoscope angulation control knob feels stiff. There were no reports of patient or user harm associated with this event. The device was returned for evaluation and the device evaluation found foreign material attached to the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.